Event description:
It was reported that during the implant attempt the physician had difficulty inserting the lead into the sheath. Physician noted possible lead/insulation damage at distal portion of lead and opted not to use the lead. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 pacemaker (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2002; 5076-45 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.